Event description:
It was reported that the patient presented to the hospital for a generator change procedure. The patient's right atrial (RA) lead was noted to exhibit noise oversensing. The RA lead was capped and replaced on (b)(6) 2026. The patient was discharged following the procedure.